Manufacturer narrative:
D10: concomitant devices unknown. H3: the revision reported was likely the result of prosthesis wear of the knee prosthesis. The cause of prosthesis wear is generally a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Event description:
It was reported via legal documentation that approximately 86 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, joint pain, joint swelling and stiffness, tissue damage, revision surgery, loosening, instability, osteolysis, synovitis, constrained liner revision, revision with bone graft, implant-interface debonding. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2019-00375.